Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and intepro y-sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion the patient experienced recurrent yeast infections and bladder infections.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh erosion, vaginal pain, recurrent vaginal and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior and posterior repair, exploratory laparoscopy, and sacral colpopexy due to vaginal anterior repair and reduction of cystocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, vaginal scarring and other outcomes attributed to device. It was reported the patient underwent laparoscopic lysis of adhesions on (B)(6) 2011 due to recurrent small bowel obstruction, pain, urinary problems, bowel obstruction, adhesions, extrusion of mesh, erosion of mesh into the rectum, dyspareunia, vaginal scarring, organ perforation and other non specified physical and emotional injuries. (B)(4).